Event description:
On suzzipads it is printed on gel pack that they should stay on no longer than 30 minutes. However, when you go to company website it says the gel packs should stay on no longer than 20 minutes. So conflicting information.